Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had the insulin pump off for a week and did not have money to buy a battery. When the customer put the pump back on, her blood glucose was 555 mg/dl. Customer's current blood glucose is 202 mg/dl. Customer treated with the pump. Customer performed the high pressure test and passed. Customer was advised to do a complete set change. Customer stated that the high blood glucose event began on (B)(6) 2016 or around 2 or 3 weeks ago. Customer was advised to monitor her blood glucose and contact her health care professional as the pump is working as designed. In a previous call, customer's blood glucose was 344 mg/dl after treating with 14 units of insulin. Customer's blood glucose was 555 mg/dl at the time of the incident.